Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2. H3 other text : device remains implanted.

Event description:
The patient was treated for an abdominal aortic aneurysm (aaa) with afx2 bifurcated stent graft, and an afx vela suprarenal on (B)(6) 2017. On (B)(6) 2023, the patient presented emergently with abdominal pain. A computed tomography scan was performed and identified aneurysm enlargement with no visible endoleak. The physician elected to complete reintervention on (B)(6) 2023 with the reline of the device with the implant of a new afx2 bifurcated stent graft, and an afx vela suprarenal as the patient was going to be starting chemotherapy. The patient was reported to be doing well post-reintervention.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because the device remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the aneurysm enlargement complaint is unconfirmed. The additional endovascular procedure complaint is confirmed. This is moderately consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of this complaint could not be determined. Procedure related harms for this complaint could not be determined. The final patient status was not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2.